Event description:
It was reported that the patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2014 due to elevated metal ion levels and metallosis. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2014 due to elevated metal ion levels and metallosis. The modular head, acetabular cup and taper adapter were removed and replaced. Additional information received from patient's legal counsel report patient allegations of pain, disfigurement, scarring, and impaired mobility. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in patient medical records revealed the (B)(6) 2014 revision was due to elevated metal ion levels. The patient's operative report noted fluid, metallosis, osteolysis, and a loose acetabular cup with no bony ingrowth. The cup was replaced with a competitor's component and the head and taper adapter were replaced with biomet's additional information received in patient medical records revealed patient's blood was tested on (B)(6) 2013.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ and ¿material sensitivity reactions.¿ this report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-00459/-00460/-00500).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: intraoperative or postoperative bone fracture and/or postoperative pain.

Event description:
It was reported that the patient underwent a right total hip arthroplasty on (B)(6), 2008. Subsequently, the patient was revised on (B)(6), 2014 due to elevated metal ion levels and metallosis. The modular head, acetabular cup and taper adapter were removed and replaced. Additional information received from patient's legal counsel report patient allegations of pain, disfigurement, scarring, and impaired mobility. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.